Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead dislodged. After repositioning, the bipolar pacing mode was found to be non-functional; impedance was below normal range. Sensing and pacing thresholds were unable to be confirmed. An insulation issue was suspected. The lead was removed and replaced. It was noted that during the case the lead was in one piece, but the lead was cut at the end case to avoid losing the venous access. No patient complications have been reported as a result of this event.